Event description:
On 07/20/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) less than 70 mg/dl, but greater than 40 mg/dl with symptoms of blurred vision and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and over self-treated with oral carbohydrates which resulted in a bg over 250 mg/dl, but less than 500 mg/dl without symptoms. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.